Event description:
It was reported that a patient presented with far p over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No patient consequences were reported.